Event description:
A hospital in (B)(6), reported to a fisher & paykel healthcare (fph) field representative that a "heaterwire disconnect" alarm sounded on the mr850 respiratory humidifier when an rt340 adult dual heated evaqua breathing circuit was connected. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). The complaint rt340 adult dual heated evaqua breathing circuit is en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) for inspection. The electrical resistance of the inspiratory and the expiratory heaterwires were tested using a calibrated multimeter. Continuity test and visual inspection were also conducted to check the electrical connection between the heaterwires and the heaterwire pins. Results: electrical resistance test showed the expiratory heaterwire was within specification; however, the inspiratory heaterwire was open circuit. Continuity test and visual inspection revealed that the open circuit in the inspiratory heaterwire was located at the connection between the heaterwire and the left heaterwire pin inside the overmoulded plug. A lot check revealed no other complaints of this nature for lot number 130624. Conclusion: electrical open circuits in heaterwires can be associated with insufficient connection of the heaterwire pin during production, such that it is unable to provide continuity for the full period of use. All rt340 breathing circuits are resistance and continuity tested during production, and those that fail are rejected. This suggests that the subject inspiratory heaterwire became open circuit after released for distribution, possibly as a result of insufficient connection. (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a "heaterwire disconnect" alarm sounded on the mr850 respiratory humidifieir when an rt340 adult dual heated evaqua breathing circuit was connected. This was observed before use on a patient.